Manufacturer narrative:
The unit was received with broken battery cap and intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the display screen has flickering numbers. The customer's blood glucose reading was unknown at the time of incident. No further details given.